Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s extension was broken and was found to have high impedance values during an impedance test. The impedance testing was reported to have ¿showed high impedances at the implantable neurostimulator (ins)¿ while ¿the impedances at the lead were fine.¿ the patient had reportedly not developed any activities that may have provoked a fracture. It was noted the patient had experienced ¿less than 50% therapy relief¿ after having had sufficient therapy initially. The extension was replaced as a result of the event and this was reported to have resolved the issue. The patient was reported to have been ¿doing well¿ and ¿receiving effective therapy¿ following the replacement of the extension. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4), (B)(6).